Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose level was unknown. The customer stated that she changed her pump and received no delivery. The customer stated that she tried 3 times and still received no delivery. The customer was advised that in order to troubleshoot the pump, they must change the set and reservoir. The customer stated that the pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir will resolve the issue.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.